Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / suspicion of pregnancy") and thrombosis ("passing blood clots") in a 37-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, adenomyosis, uterine prolapse, breast pain, rash, breast cancer and uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)"), vaginal infection ("infection (bladder/urinary tract/ vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:"), arthralgia ("joint pain") and abdominal pain lower ("lower abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes describe:") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, thrombosis, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, gastrointestinal disorder, arthralgia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, thrombosis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: essure coils in proper placement-per op note on (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Outcome of pregnancy was updated from 'spontaneous abortion' to 'not reported'. Event "device ineffective" was deleted. Incident we received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / suspicion of pregnancy') and haemorrhage in pregnancy ('passing blood clots/ heavy vaginl bleeding with clot/had severe bleeding and clotting at home') in a 37-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, adenomyosis, uterine prolapse, breast pain, rash, breast cancer, uterine bleeding, pregnancy ((B)(6) 1992, (B)(6) 1995, (B)(6) 1997, (B)(6) 2002, (B)(6) 2004, (B)(6) 2010, (B)(6) 2014(twin)) and twin pregnancy. Previously administered products included for birth control: errin; for an unreported indication: mirena. Concurrent conditions included gravida ii and multiparous. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe:mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient underwent hernia repair ("gastrointestinal or digestive system condition type:hernia repair"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)"), vaginal infection ("infection (bladder/urinary tract/ vaginal)"), vaginal discharge ("vaginal discharge"), abortion spontaneous ("miscarriage") and feeling abnormal ("brain fog"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with metronidazole (flagyl), ondansetron (zofran) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, haemorrhage in pregnancy, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, hernia repair, arthralgia, abdominal pain lower, abortion spontaneous and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, hernia repair, menorrhagia, mood swings, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: essure coils in proper placement-per op note on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-pregnancy outcome updated to spontaneous abortion. New events miscarriage, brain fog, device ineffective were added. Event gastrointestinal disorder updated to hernia repair. Event thrombosis updated to hemorrhage in pregnancy. Event hormone level abnormal updated to mood swings. New reporter, medical history, historical and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a (B)(6) year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, adenomyosis, uterine prolapse, breast pain, rash, breast cancer and uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)"), vaginal infection ("infection (bladder/urinary tract/ vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:"), thrombosis ("passing blood clots"), arthralgia ("joint pain") and abdominal pain lower ("lower abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes describe:") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, gastrointestinal disorder, thrombosis, arthralgia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, thrombosis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: essure coils in proper placement-per op note on (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe:, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/ vaginal), apareunia (inability to have sexual intercourse), infection (other) describe: pelvic inflammatory disease, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight gain, gastrointestinal or digestive system condition type, hair loss, passing blood clots, device ineffective, pregnancy (stillbirth or miscarriage), joint pain, lower abdominal pain. Medical history, historical drug, concomitant drug, lab data, reporter information, aka name were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report